Manufacturer narrative:
Follow-up #1: date of submission 10/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: during investigation, the pump was returned with a pre-loaded food database.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (food database) issue. It was noted that the pump had a pre-loaded database. This complaint is being reported because an issue with the carbohydrate count for a food item in the database could affect the patient's bolus amount, potentially resulting in over or under delivery. There was no indication that the product caused or contributed to an adverse event.